Manufacturer narrative:
(B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the non-patient cannula with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to separation of the needle was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the non-patient cannula with the incident lot was observed. Additionally, testing of the retain samples was conducted and separation of the cannula was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the non-patient end needle of a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder broke off in the rubber stopper of a blood collection tube. There was no report of exposure, injury or medical intervention.